Event description:
A report was received that the patient developed fever and redness at the lead site after the trial lead was pulled. It was confirmed that the patient had an infection and the physician thought it was due to the procedure. The patient was admitted in the hospital and underwent a procedure where a surgical debridement was done. The patient was treated with antibiotics and was discharged from the hospital.

Manufacturer narrative:
(B)(4).